Event description:
A pump alarm occurred, specifically alarm 30, and there was no adverse impact to the customer¿s blood glucose level. The customer reported the issue during pumping, and it was noted that similar alarms had been reported previously with the same pump. Technical support decided to replace the pump, confirmed the warranty status, and instructed the customer to switch to multiple daily injections as a backup therapy. They also guided the customer on how to put the pump into storage mode and return it with a pre-paid label, which the customer understood and acknowledged.